Event description:
The customer reported a hospitalization the week prior due to a virus, which led to high blood glucose levels. She complained of vomiting and dehydration. At the time of call, she also reported that she experienced high blood glucose levels. The customer's blood glucose reading at the time of the call was 260 mg/dl. She stated that she had received a sensor error and the blood glucose readings were inaccurate. The customer was treated with bolus. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.